Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to medial subsidence of the tibial baseplate. Intra-operatively, it was also reported that the patellar component was not well-fixed. The baseplate, patella, and insert were revised. Rep confirmed that there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.